Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this right atrial (ra) exhibited dislodgement. Additional information revealed that the dislodgement was confirmed via x-ray. The patient suffers of (B)(6), bleeding disorders and liver issues, which made the implant procedure difficult. There is no plan to revise the patient. The pulse generator (pg) was programmed to pace and sense in the ventricle, not in the atrium. No adverse patient effects were reported. The lead is not expected to return as it remains in service.